Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the survey, 1 patient experienced suture breakage after falling and traumatizing wound.